Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on, however, part of the screen was blank. The lcd was improperly positioned and there is a crack in the plastic lcd retainer. The lcd was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over nine (9) years with no previous reported issues prior to this reported event.

Event description:
It was reported that the top third of the radical-7 blue screen is blank. The rest of the display is readable. No known impact or consequence to patient.